Event description:
Operating room table being lowered after leg vein harvest, when both head and leg portion began to raise putting patient in "u shaped" position. Operator unable to lower table. Patient was draped and transferred to another operating room table. Surgery aborted given question of patient safety.